Event description:
The customer reported a blood leak from system pressure dome that was observed during a treatment procedure. Customer called in to report a blood leak at the system pressure dome. Customer advised that she aborted the procedure and will not return any blood/blood products to the patient.

Manufacturer narrative:
Batch record review: review of lot file for b313 was performed. There was no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b313 was performed. There was 1 additional complaint reported for pressure dome leaks to date for this lot at the time of the investigation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4). CAPA (B)(4).